Manufacturer narrative:
Patient code (B)(4) is being used to capture the additional surgical intervention that was required. Investigation summary: with the available information, boston scientific concludes that the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Investigation conclusion: investigation determined that the high current drain was caused by a capacitor component that was compromised due to excess hydrogen in the device case.

Event description:
It was reported that this implantable device exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed that there was an increase in power consumption during the past year. Device replacement was recommended. Additional information was received, stating that the device was explanted and successfully replaced. There were no patient complications or adverse effects reported.

Event description:
It was reported that this implantable device exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed that there was an increase in power consumption during the past year. Device replacement was recommended. There were no patient complications or adverse effects reported.